Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had weight loss, and now the implantable pulse generator site was becoming painful due to weight loss. The patient requested the removal of the entire reactive 8 system. The patient underwent an explant procedure, and only the ipg was removed. Both leads were left in place at the physician's and the patient's discretion due to the patient's age and health history. There was no report of patient harm or injury. The ipg was discarded at the hospital. The device history record was reviewed. No relevant nonconformances were found.